Manufacturer narrative:
A customer alleged a single false positive result for a patient with the cobas¿ sars-cov-2 qualitative assay for use on the cobas¿ 6800/8800 systems lot g09402. The same sample was then tested on two different systems which generated negative results. An investigation was performed to evaluate the customer allegation which did not identify a product problem. Although unknown, the discrepancy could be a result of non-recommended sample collection practices, sample or site specific factors. Additionally, a true positive result cannot be ruled out as there was no expected outcome for the patient. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states, (B)(6), alleged a single false positive result for a patient with the cobas¿ sars-cov-2 qualitative assay for use on the cobas¿ 6800/8800 systems lot g09402. However, it is unknown what the expected result is for this patient. The customer collected the sample either in a bd viral media or a 15 ml falcon tube with saline, they are uncertain which tube was used for this sample. The swab type or sample type is not known. The 15 ml falcon tube with saline is not a recommended collection method listed in the method sheet. The method sheet states: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd" universal viral transport (uvt). This non-recommended use could lessen the chance of detection. Although requested no further information from the customer was available therefore the sample availability is not known. The patient sample was first tested on the (B)(6) 2020, which generated a valid positive result with a target 1 CT of 33.3 and target 2 CT of 35.1 and ic CT of 33.1. Analysis of the curves for this sample did not show any major shifts or suppression. A review of the sample positions was performed and there were no early CT samples adjacent to the sample being alleged. The cts generated by the controls were in line with internal release data. The physician had doubts about the positive result and the sample was sent to the department of health on (B)(6) 2020 and the result generated was negative using the thermo fisher test. The customer also stated the sample was tested on a third non-roche assay and the result was negative. Note, the thermofisher assay does not target the same region as the cobas¿ sars-cov-2 assay. Analysis of the curves in the data provided for the run with the sample performed on (B)(6) 2020 did not show any major shifts or suppression. The cts generated by the controls were in line with internal release data. Based on the provided data and information, a definitive cause for the positive result cannot be determined. As there was use of practices not recommended by the methods sheet, it cannot be excluded as a contributing factor. Additionally, a true positive result cannot be ruled out. An investigation was performed to rule out any contribution of the reagent kit and no product problem was identified. Although unknown, the discrepancy is likely related to sample or site specific factors.